Manufacturer narrative:
Evaluated 1 open or used reservoir(transfer guard not returned). Using a new lab transfer guard; performed pre-fill reservoir test. Found reservoir no leakage anomaly when removing the plunger, performed manual test and found plunger easy to release from stopper-plunger. Also ran basal, bolus leaking test as follows: reservoir filled with diluent and connected to a new infusion set. Installed reservoir and connector into a paradigm pump. Conclusion: reservoir do not leak.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the reservoir had a leak at past second o ring. Customer's blood glucose level was 380 mg/dl. Customer reported that they heard fluid in the insulin pump. Customer reported there were no air bubbles in the reservoir. Customer mentioned that the reservoir was in use. Reservoir will be returned for analysis.